Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working due to a critical error. Customer reported that at first they got broken force sensor detected during seating or regular delivery error and then the image of an open book. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. Unable to verify pump error 35 alarm due to download difficulties. Unit tested with reference test electronics stack pcba2, was able to boot up properly with no unexpected critical pum error alarm noted. The following were noted during visual inspection cracked battery tube threads, fading serial number label, and missing display window cover. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Unable to verify pump error 35 alarm due to download difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.